Manufacturer narrative:
Final analysis found burn marks on the ac power adapter and circuit board which caused the reported inability to power the transmitter. It was suspected that the damage sustained occurred after exposure to an electrical storm.

Event description:
This report is to advise of an event observed during analysis.